Event description:
In 1999 the facility's adminisrtator informed the distributor via a fax of the following: the device was implanted into the patientin 1999. During the procedure the staff lowered or dimmed the lights in the or. When the lights were turned up the staff noticed that the "inner packaging" of the device stated 'for demonstration only, not for human use'. The patient, who was in no apparent stress was discharged. The facility's questions to MFR are, is the device safe, is it sterile and should they report this to the FDA. No further details were provided.